Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medications. A technical support specialist (tss) confirmed that cubex application was up and running and populate buttons had no failures. During a conference call with the facility supervisor logged in and attempted to issue the following ordered items for patient ID but received the message issue amount cannot exceed the station qoh for each medication. The tss advised the supervisor to cycle count the affected medications, after which qoh discrepancies were corrected and the items were successfully issued, and issued items through override as requested. Additionally, an rx verify override request for the medication was witnessed and confirmed as successfully received in the rx verify list. The customer was advised to cycle count remaining cabinet items and to call back if further mismatches were noted. The customer confirmed all medications were issued successfully and authorized case closure. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue medications, including amlodipine 5 mg, losartan 25 mg, eliquis 5 mg, and oxycodone/apap 5-325 mg. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.